Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's eye due to unspecific lens damage. The incision was enlarged to remove the lens and sutures were used to close the wouldn another lens fo the same model number was implanted successfully. Additional information has been requested. Please ref MDR#: 1119279-2013-00351 for the intraocular lens.

Manufacturer narrative:
The lens delivery device was discarded by the user facility; therefore, will not be returned to b+l for evaluation. Investigation of this event is in progress. A supplement report will be submitted upon completion of the investigation.